Manufacturer narrative:
Product ID 37754 serial# (B)(4); product type recharger product ID 37744 serial# (B)(4); product type programmer, patient product ID 3708140 serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140 serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 39286-65 serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was turning off. The patient reportedly experienced "weird pulses" and ¿stimulation felt different when she initially turned stimulation back on, when it had turned off on its own.¿ it was stated stimulation disappears and pulsed randomly with no pattern detected. It was noted, the lead was still not able to cover the patient's lower back and the patient only felt stimulation in her legs, buttocks, and upper buttocks. It was later reported the patient was reprogrammed and received more coverage in her back and was receiving great stimulation in her legs and buttock. The patient¿s adaptive stim was turned off.